Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2003: patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿there was a quite a bit of omentum incarcerated within the symptomatic ventral hernia. Adhesion from the omentum was excised and all previous incision were taken down carefully. A composix e/x mesh was placed and secure it with suture.¿ on (B)(6) 2008: patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of two synthetic mesh and one large ventralex mesh (device #2). Per operative notes, ¿there was multiple omentum adhesion was there. There was a recurrent hernia in the lower abdomen with what appeared to be composix e/x (device #1) mesh as the hernia sac. Adhesions were removed. Two synthetic mesh was then placed and tacked with suture. Left upper quadrant a large ventralex mesh (device #2) was then placed and sutured.¿ on (B)(6) 2008: patient was diagnosed with infected intraabdominal clot thereby underwent laparoscopic repair with explant of composix e/x mesh (device #1) and synthetic mesh. Per operative notes, ¿the blood clot was evacuated. Sepsis happened because of the mesh. The composix e/x mesh (device #1) and synthetic mesh was removed.¿ on (B)(6) 2010: patient was diagnosed with recurrent incisional hernia, small bowel adhesion thereby underwent laparoscopic repair with implant of two synthetic mesh. Per operative notes, ¿small bowel adhesion was taken down. Two synthetic mesh was then placed and secure it with suture.¿ attorney alleges that the patient had adhesions, hernia recurrence, infection and emotional injuries.